Manufacturer narrative:
Zimvie complaint cmp-(B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number is not provided / unknown.

Event description:
Customer reported implant placed om (B)(6) 1997. It was discovered that the implant fractured and the implant was removed. Tooth #20.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
The product was returned, and the reported event was confirmed. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report additional information to 0002023141 -2022 - 01766. Further evaluation of the lot provided; the implant has been identified. The following sections are being reported: d1: brand name d4: catalogue number d4: unique identifier (UDI) number is not provided / unknown. H2: if follow-up, what type h10: additional narratives/data

Event description:
No additional or corrected information to report.